Event description:
It was reported that the ottoman open quickly/forcefully due to a bent mechanism assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.